Event description:
I started using the product on jan 10, 2005 when I went to an eye specialist to see about getting some eye wear when they precribed that I wear soft contact lens and the eye solution that was prescribed by the eye specialist was bausch & lomb. At first everything was ok until 3 months after using the solution I started to get eye infections, then my eyesight started to become very blury. I told the specialist, they recommended another product and still have blurry vision. I was later told by another specialist that some damage was done to the cornea of my eye. I was told to stop using contacts for a while, to wear eyeglass. I still have blurry vision.